Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a low battery alarm. The customer¿s blood glucose level was 280 mg/dl at the time of the incident. Troubleshooting was performed. The customer reported that the low battery alarm reoccurred and the issue remained unresolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, operating currents, selftest and off no power test. No unexpected low battery alarm noted.